Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 242 mg/dl at the time of the incident. Reportedly, by reservoir goes in and the lip around where it screws into the outer lip is 3 quarters of the way loose. Customer husband called in stating his wife where she goes to put the reservoir in the little lip its coming apart and not holding it very well. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.